Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer was reported via phone call that the customer's reservoir lip is cracked and the plastic ring detached. Customers blood glucose was unknown. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.